Manufacturer narrative:
Event is being reported to FDA on three medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 3 mdrs filed for the same patient (reference 0001822565 - 2016 - 04479 / 04480 ).

Event description:
It was reported patient underwent a revision procedure due to instability from a extensor mechanism deficiency 23 months post implantation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue.